Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Customer service provided assistance for resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to reach out if the issue appeared again, which was acknowledged and understood by the caller.